Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. H.6. Investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for retraction failure with the incident lot was not observed. The customer sample was evaluated by visual examination and the indicated failure mode for retraction failure with the incident lot was not observed as the needle was retracted. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to retraction failure as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode retraction failure. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after blood collection with bd vacutainer® ultratouch¿ push button blood collection set the needle failed to retract when the button was pushed. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: after blood collection, the retraction failure occurred when the customer pushed the button. After that, the IV needle was activated when the customer pushed the button with a pen.